Manufacturer narrative:
One tapered swissplus implant (sph8), and abutment/crown were returned for investigation (image 1). Visual evaluation of the as returned product identified that it was fractured across the middle ¿ only the top portion of the implant was returned ¿ engaged to the abutment/crown. There were no allegations against the crown/abutment. The investigation was conducted only on the implant. Functional testing and dimensional analysis was not performed since the device was fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth # 20 (universal) for approximately 3 years. X-ray was provided and fracture was confirmed. Appropriate documentation was reviewed. DHR review for the lot (63160095) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review for the reported lot (63160095) was performed. No similar events or complaints about nonconforming products were found. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Device product code unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the tip of a implant fractured. The implant was removed and another implant was placed. Tooth site #20